Event description:
When a patient was cancelled or re-scheduled from the context menu, the patient was selected based on the patient index on the list. An incorrect patient was being pulled for cancellation or re-scheduling, because the patient index was changed with automatic update. This caused a different patient order to be cancelled while comments were being added.

Manufacturer narrative:
Inspected source code of program. The 'allow to cancel' can be deselected from the administrative console (for every role) to disallow the users from cancelling any orders from the (B) (4) application for release lower than (B) (4). The user may cancel the order using softlab order entry.